Event description:
It was reported that the physician received good flash on the needle, so he began to insert the spring wire guide (swg). After about 15cm, he felt resistance and began pulling the swg back and twisting the needle slightly. After the swg was removed, he noticed it began to unravel. There was no delay in treatment, no pt death and no pt complications reported. Additional info received from the sales rep on (B)(4) 2010, stated the swg was removed after it unraveled and it was intact. The original catheter was placed successfully and there was no need to open an additional tray.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.